Event description:
More than 45 symptoms; I got my first set of implants in 2003. I understand now (many years later) that the unexplained white spots on my tummy and back were due to my implants. I saw 4 different specialists nobody was able to cure them. I even had a biopsy done that came back negative. Fortunately they went away years later. I also experienced a lot of unexplained knee pain. During my first pregnancy I was unable to breast feed. During my second pregnancy, again I wasn't able to breast feed and suffer from constant unexplained yeast infections. My youngest child was born with one kidney and abnormal uterus. I believe silicone toxicity could have been the caused of this abnormality as it has been proven that silicone can cause this type of trauma. I changed my first set of implants in 2013. In 2018 I started noticing I was getting very tired and my strength was decaying slowly. I changed lifestyle completely, more water, better food, yoga (since I couldn't do any other exercises because I had no strength). In (B)(6) 2020 I began having unexplained panic attacks and anxiety accompanied of headache, vomiting, diarrhea, hyperventilation, felt like a heart attack. This first time I had to call paramedics. All vitals were fine. I continued to have this same problems for the next few days. I had to go to emergency room. All test came back normal. They even had to do a CT scan of my entire body. Since then I became sick and sicker by the day. I became having a vibration within my head, tinnitus, headache, very blurry vision, brain fog, ear pain, jaw stacked, throat pain, body tremors, some days I was very cold and other days I would have night sweats, started feeling pain in all my muscles (like needle pinch), terrible palpitations, heart arrythmia, cognitive problems (I couldn't understand words I thought it was my ears but they were checked and came back normal) I started sleeping 10- 12 hrs a day plus 2 hours nap due to chronic fatigue. I became sensitive to food and got explosive diarrheas minutes after eating meals. I had a lot of gas problems. Problem with my right arm it became notably weaker compared to my left arm. I had back and neck pain. I developed 2 discal hernias, pelvic pain, joint pain, very dry skin, very weak nails, constant yeast infections, white spots on my stomach and back, white tongue, metal taste in the mouth, swollen eyes, low libido, sound intolerance, gallbladder problems (I had to remove it), very heavy and painful periods, developed fat necrosis on right breast, itchy chest, sweat retention, lack of motivation, lack of concentration, stretched out ligaments in the back due to contraction of pectoral muscles caused by implants, carpal tunnel pain in right arm. I explanted on (B)(6) 2021. My energy is coming back, my carpal tunnel pain in right arm went away, inflammation of my eyes went down, and keep improving. My surgeon explained the scar tissue was holding tight to my pectoral and right arm muscle. FDA safety report ID # (B)(4).